Manufacturer narrative:
The fse was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, the fse was able to reproduce the customer reported issue. The fse replaced the ec. The system was tested and verified as ready for use. As of the date of this report, isi has not received the e to confirm/identify any reportable failure mode(s). This complaint is being reported due to the following conclusion: the customer aborted a planned da vinci-assisted surgical procedure as a result of a non-recoverable system error 319 issue. At the time the case was aborted, the patient was under anesthesia and ports had already been placed.

Event description:
It was reported that at the start of a da vinci-assisted simple prostatectomy procedure, the customer called intuitive surgical, inc. (Isi) technical support to report a system error message 319. During troubleshooting, it turned out that the error was caused by the endoscope controller (ec). The isi technical service engineer (tse) verified that the circuit breaker was set to the on position and that the power cord was properly connected on both sides. The fiber cable between ec and video processor (vp) was properly connected as well. After the reboot, the issue remained and the status light emitting diode (led) indicator from the fiber cable between the ec and vp had no light. The procedure was aborted after anesthesia was administered and ports had been placed. There was no reported patient injury. Isi followed up with the customer to confirm that the system was checked prior to port placement. Pneumoperitoneum had already been created when the customer reported issue began. The operation could not start at all. The camera catheter was placed, then the error message appeared. The surgery was about 5 minutes from starting. The pneumoperitoneum was removed after a 360° inspection of the abdomen and the operation was cancelled/aborted. There were no injuries reported with routine inspection of the abdomen after trocar placement.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the endoscope controller unit involved with this complaint and completed the device evaluation. Failure analysis (fa) investigation was able to confirm the customer reported complaint. The endoscope controller unit was installed with a printed circuit assembly (pca) test system which launched in maintenance mode to program software. System started up with error 319 (see attachment) point to dual camera interface board (dcib) and endoscopic controller power distribution (ecpd). Also, the heartbeat light emitting diode (led) and enet light not up, and p12v_a was flashing red. Dual camera interface board (dcib) was failing. The probable root cause was attributed to a component failure. The complaint regarding a non-recoverable error 319 was confirmed based on failure analysis, which indicates that the device did contribute to the customer reported issue.